Manufacturer narrative:
A final report will be submitted upon completion of our investigation.

Event description:
It was reported a pt had an angiogram and an angio-seal was used in the left femoral artery. The distal pulse was fine and hemostasis was achieved. The pt complained of abdominal pain and nausea and was transferred to ICU where she experienced an infarction, requiring resuscitation. She was brought back to the cath lab where another angiogram was performed. The pt developed a hematoma on the left side and experienced bleeding in the early hours of the next day, requiring transfusion. Her right leg was cold and an embolectomy for an embolism above the angio-seal was performed. The angio-seal was removed and a dissection flap in the posterior femoral artery was found. Blood flow was restored to the pt's leg and their condition was stable.